Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual inspection noted damages consistent with those during procedure. Electrical testing revealed no indication of conductor fractures or internal shorts. The event of undersensing was not confirmed.

Event description:
During the implant procedure, there was low sensing and undersensing on the right ventricular (rv) lead. The rv lead was removed and replaced with no patient consequences.